Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks determined to be a result of lead dislodgement. Device interrogation revealed back-up vvi mode. The device was reprogrammed successfully and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.